Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 210.5020. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 210.5020. There was no patient involvement.

Manufacturer narrative:
The investigation is still pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 210.5020. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician reconnected door harness to display board due to loose connection causing error code 210.5020. Replaced keypad door assembly, right iui (inter-unit-interface) and membrane frame. Keypad recall completed. Based on the findings, service determined that the reported issue was due to loose connection of the door harness assembly. Device history record: a review of the device history record showed the device had a manufacture date of 12dec2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.